Event description:
It was reported that during a procedure to upgrade and place a defibrillator, a guide catheter was introduced into to the coronary sinus. Per coronary angiogram, there were no venous side branches allowing for easy access for the defibrillator electrodes; however, a whisper guide wire was placed in a vessel and electrode placement was attempted. The physician was unable to position the electrode with stability. Upon guide wire removal, the distal section of the guide wire separated. Part of separated guide wire remained in the guide catheter while the other part remained in the coronary sinus. The entire separated portion was retrieved by a non-abbott snare device. A balance middle weight (bmw) guide wire was placed and the procedure was completed without further reported issue. There were no adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
Concomitant medical products . : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: sjm otw 135. Sheath: 9f. (B)(4). The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) states the following: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the information reviewed there does not appear to be any indications of a product quality deficiency.